Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt became myopic few weeks post lens implant. Yag was performed and the pt was prescribed glasses for driving and tv. This event pertains to the pt's left eye. Please ref 1313525-2015-00045 for the pt's right eye.